Manufacturer narrative:
(B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country : canada.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced two infusion sets leakage at site events. Infusion set was in use for 2 days. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 1930382 - MDR 3003442380-2024-18729. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: investigation process of the complaint was carried out in accordance with work instructions (wi) complaint investigations. The following test was performed: visual test, 10 samples out 10 samples passed the test; flow test, 10 samples out 10 samples passed the test; leak test, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: lot 6000957 was packaged on 10-may-2023, in multivac 10, with a total of (B)(4) pieces. A batch record review was performed on 24/jul/2024, to verify if all the applicable procedures were followed and no issues were found. During assembling process of the product was manufactured on machine lc03 and no maintenance event was found which could have contributed to the defect a query was run in database against packaging lot 6000957 and malfunction code leakage from infusion site (specific cause not identified); no nonconformity had been registered for the mentioned lot in database. Conclusion summary of the related event. As a result of the following: the review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot. No harm was reported by the customer. No reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no other complaint of this nature received on part number mmt-377a600 the complaint is considered as an isolated event. No further actions are required.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 02 - MDR 1930382 - MDR. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: type of investigation (b).